Event description:
A (B)(6) male admitted on (B)(6) 2011 to a (B)(6). Patient then transferred to the (B)(6) on (B)(6) 2011, on 15 minutes checks. Patient found on floor at the side of the bed between the bed and wall on (B)(6) 2011. Patient had tied one leg of his pajama bottoms around his neck and the other leg of his pajama bottoms to the bedrail. The patient squatted down on the floor between the wall and the bed until he passed out and fell to the floor. A code was immediately called, but was unsuccessful. The bed was not defective, did not malfunction and this report is being made due to the fact the patient tied his pajama bottoms to the bedrail to commit suicide.